Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, loss of capture and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. It was determined this was due to a lead fracture. This lead was surgically abandoned and replaced. No further adverse patient effects were reported.